Manufacturer narrative:
H3: analysis of the pump revealed no significant anomaly; pump motor o-ring wear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information indicates that the event is now reportable for serious injury due to intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 3 mg/ml morphine (unknown) at 0.1997 mg/day. It was reported that the patient reported to her managing doctor back in 2018 that every 14-16 days she is experiencing withdrawal symptoms. It takes 3-4 days to get back to normal. This is unrelated to refill or adjustment appointments. There were no environmental/external/patient factors that may have led or contributed to the issue. On (B)(6) 2018, a dye study was performed and was successful. All refill appointments show accurate reservoir volumes. Pump replacement was performed today ((B)(6) 2020), catheter aspirated successfully, catheter was injected with dye and showed a successful myelogram. No motor stalls were seen on interrogation except for (B)(6) 2020 during an MRI and motor was recovered. Also pump read 17.8ml were in old pump reservoir, we were able to aspirate 17ml from old pump. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative and a consumer regarding a patient receiving morphine (3 mg/ml at 0.3998 mg/day) via an implanted pump. On (B)(6) 2020 the hcp reported that the patient reported vague withdrawal type symptoms and occasional somnolence. The pump logs showed no events, alarms, or anomalies and there were no discrepancies at refills. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient "believed that the recall on the synchromed pumps may be the underlying issue¿. It was unknown if the issue was resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s status was reported as ¿alive ¿ no injury¿. Additional information was received on 05-may-2020 from the patient who reported that her pump was not functioning, and it had been going on for a long time, over a year. Per the patient, ¿one time the pump may get too little medication¿ and she goes ¿goes through like withdrawals¿. She also stated that, ¿the hcp says he knows the pum p is not working/he says the timing is off, about 30 min sometimes from one visit to the next. It will be ahead 30 some minutes but not giving her the right amount of medication¿. The patient stated that she read her pump was recalled in 2016 but did not know the name of the recall. Per the patient, they were supposed to replace her pump but were telling her that pumps were not available now and she wanted to know why she couldn¿t get a pump. The patient also said that the pump was life saving and amazing. No further complications have been reported as a result of this event.